Event description:
This spontaneous case was received on (B)(6) 2013 from a physician's assistant and concerned a female pt of unreported age. The pt's medical history and concomitant medications were not reported. On an unspecified date, over a year prior to this report, the pt was injected with sculptra (poly-l-lactic acid) for an unk indication. The batch number used was not reported. On an unk date, the pt experienced nodules all over face and a cushing like appearance. The outcome of the event was unk. The reporter did not provide a causality assessment. For reference purposes only, this case has also been assigned the following tracking number:(B)(4)(medcomm solutions on behalf of (B)(4)). A product complaint . Report has also been filed (B)(4). No further information was provided.